Event description:
It was reported that the pump displayed a dosing stopped message after the patient¿s continuous glucose sensor failed and was not replaced, resulting in no automated insulin dosing for approximately three days while the patient performed fingerstick checks and manual injections. Symptoms included no reported adverse clinical effects. Outcomes included no report of injury, emergency treatment, or hospitalization. Investigation included review of device reports and user-reported history, along with troubleshooting and education on replacing a failed sensor and starting a new sensor session. Investigation of this case revealed that dosing ceased because the pump did not receive glucose data due to a failed and unreplaced sensor, consistent with expected device behavior when sensor communication is absent. It was concluded, based on previously established findings for similar reports, that the cause was user error related to failure to replace a failed sensor and reconnect the system.